Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 48 mg/dl. Customer treated by eating. Customer stated that she had an issue with the tape not sticking when she wears it. Customer reported that she had not eaten and that was why her blood glucose level was so low. Customer denied troubleshooting for the weak signal alert and stated that it was due to the sensor.